Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine [33.6 mg/ml] and bupivacaine [3.9 mg/ml] at unknown doses via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that the pump went empty and started alarming on saturday (B)(6) 2017. It was indicated that the hcp had access to the patient and the physician programmer to find that the alarm that was occurring was the empty pump alarm. It was noted that the patient missed the refill. It was stated that the pump was to be refilled the day of the report, (B)(6) 2017 to resolve the issue. No symptoms or complications were reported or anticipated.